Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that automated system processing synchronization was offline. The technical support specialist (tss) remotely checked the cabinet and server, restarted automated system processing synchronization, verified urls were not blocked, and reviewed sync status in lmi and myqlink. The cabinet ultimately showed the current last sync time with no pending messages, and no further system issues were detected, indicating a probable network-related issue outside the application. The system functioned as intended after the technical support specialist (tss) troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000, active server pages sync was offline. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.